Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a mildly tortuous and severely calcified lad lesion exhibiting 99 % stenosis. The device was removed from its packaging and inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excess force was used. It was reported that during the procedure, the device became stuck in the calcified lesion and that stent deformation was seen. The physician removed the device and completed the procedure using a non-mdt device, without further complication. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.